Manufacturer narrative:
The field service engineer (fse) found a hole in the black I-beam tubing at pv37. The fse replaced the tubing resolving the leak. No erroneous results were generated. Although the leak occurred during shutdown, if patient samples are being run during normal operation the failure mode identified is likely to impact cbc/diff parameters due to sample carryover if the specimen is run in secondary (manual) mode. Results may be flagged, un-flagged or non-numeric. (B)(4).

Event description:
The customer reported a leak of approximately <1ml of fluid in the diluter module of the hmx cap pierce after shutdown. The leak was contained. The operator was wearing a lab coat, goggles and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. No death or injury is attributed to this event and there was no change to patient treatment. The msds was not reviewed. There is an exposure control / risk management plan in place at the facility. The operator did not seek medical attention.